Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the gauge of the inflation device did not register inflation pressure. An apex 2.0 x 15mm balloon catheter had been advanced to treat an unspecified lesion. The balloon catheter was attached to an encore26 inflation device. The physician attempted to inflate the balloon to 6 atmospheres (atms). It was noticed that the gauge of the inflation device did not increase; however, it was evident under fluroscopy, that the balloon catheter appeared "fully" inflated. The encore26 inflation device was exchanged for another of the same and the procedure was successfully completed with the initial apex 2.0 x 15 mm balloon catheter. There were no pt complications reported with the pt's current condition listed as "stable".